Manufacturer narrative:
(B)(4). Date sent: 12/5/2024. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? The device locked out. The device started to deploy staples and cut but could not be completed (partially fire). Did the device start to deploy staples and cut but could not be completed (partially fire)? Yes. Did the device fully fire and stop during the automatic knife return? No. Was there any difficulty opening the device? The reverse button was used but the device did not move. If yes, how was the device removed from the patient? The device removed from the patient by the manual over ride lever. If yes, did the jaws eventually open? Yes.

Manufacturer narrative:
(B)(4), date sent: 11/25/24, d4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - did the device lock-out (no staples deployed and no cut line started)? - or did the device start to deploy staples and cut but could not be completed (partially fire)? - or did the device fully fire and stop during the automatic knife return? - was there any difficulty opening the device? - if yes, how was the device removed from the patient? - if yes, did the jaws eventually open? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #pcee60a, with lot/batch #c9dj11, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a thoracoscopic pneumonectomy procedure, the knife moved forward halfway during the firing, and then the knife became not to be moved forward, and it did not return to home position even with the reverse switch. The knife was returned with the manual override lever. Another device was used to complete the case. There were no adverse consequences to the patient. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent 12/17/2024 d4 batch #831c67 investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with the anvil bent upwards and without reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. No functional test was performed due to the condition. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. The event described of would not reverse button force and difficult to open could not be confirmed as the device opened and closed without any difficulties noted and the knife reverse button worked properly. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 831c67, and no non-conformances related to the reported complaint condition were identified.